Manufacturer narrative:
One device was received. Customer complaint was confirmed through accuracy test. Multiple occurrences of high alarm were displayed which indicate air in-line was detected. Device alarmed halfway through accuracy testing. The unit passed all testing criteria after being run through downstream/upstream sensor calibration and pvt testing. Software was updated. Unit was reset to standard configuration.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was bad air in line sensor. The event occurred during testing. There was no patient involvement.